Event description:
Customer reported that he had low blood glucose for two weeks, and feel like the insulin pump is malfunctioning. Customer stated that the insulin pump is delivering to much insulin and sometimes not enough. Customer stated that her reservoir is leaking and there is insulin in the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.